Event description:
Patient received white, c-shaped burn on the creek during treatment; upon following up 2 months later, thermage learned that the physician is administering weekly elos treatment to try to prevent scar tissue growth.